Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Study ID: (B)(4). Greater tuberosity fracture while removing a tornier total shoulder. Orif of greater tuberosity was performed. Metaphasis and poly insert were replaced only.